Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an alarm and the screen went blank. The unit displayed "electrical test fails, code #04 and #06" on the recorder. The pt was switched to another unit and therapy was continued. No pt injury was reported.